Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the two connectors between expiratory valve and exhalation valve flow sensor (evq) were bent. The se replaced the damaged parts, performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator failed the power on self test (post). Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.